Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when positioning the mesh during a laparoscopic inguinal hernia procedure, while delivering the device to the target lesion, there was resistance and staples wouldn't close, described as curly and odd staple. It was also reported that a component of the device fell into patient's cavity and it took right away by the surgeon. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted no abnormalities. One partially applied sulu was received preloaded on the device. The articulation knob functioned properly. Additionally, the instrument could rotate properly. The instrument and single used loading unit (sulu) were applied to the appropriate test media. The remaining two tacks deployed and seated properly in the appropriate test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.